Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was coming out of back "where can mash the catheter." A dye study was performed in june or july; results were not provided. It was hard around the catheter. The pt was hearing the pump beep intermittently. The physician was unable to hear any beep. It was noted that the print outs do not show the pump going off. The pt has requested that the pump be replaced indicating that it worked in the beginning and now it doesn't. The pump was used to deliver dilaudid 9.14 mg/day. Per the reporter, the dose was being adjusted every month and now it has not been raised since june or july. Additional info has been requested, a f/u report will be sent if additional info becomes available.